Manufacturer narrative:
(B)(4): guidewire distal tip detached exposing the tip of the metal corewire.the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography with endoscopic sphincterotomy and endoscopic nasobiliary drainage procedure performed on (B)(6) 2015. According to the complainant, during the procedure after the device was inserted into the duodenoscope, the hydrophilic tip detached, exposing the tip of the metal corewire. No part of the device detached inside the patient. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the distal tip was detached, exposing the core wire tip by approximately 0.7cm. The damage on the coating presented evidence of a cut due to mechanical causes. Evidence of adhesive remnants were found which indicate that the pebax tip was correctly adhered during the manufacturing process. There was no evidence of core wire fracture. The complaint is consistent with the returned guidewire since the distal tip was detached and the core wire tip was exposed. It is most probable that anatomical or procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context¿. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography with endoscopic sphincterotomy and endoscopic nasobiliary drainage procedure performed on (B)(6) 2015. According to the complainant, during the procedure after the device was inserted into the duodenoscope, the hydrophilic tip detached, exposing the tip of the metal corewire. No part of the device detached inside the patient. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.